Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip, hair was found on the inside of the 60ml syringe while drawing up the drug. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One sample and one photo were received for evaluation. Photo showed hair in the fluid path of the syringe therefore failure mode was verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed.

Event description:
It was reported that before use of the bd syringe with bd luer-lok tip, hair was found on the inside of the 60ml syringe while drawing up the drug. There was no report of exposure, injury, or medical intervention.